Event description:
Crna placed epidural easily and the needle was removed in a standard fashion. As the catheter was pulled back slightly to reposition, some resistance was met. The patient was then repositioned. When the crna then gently pulled back on the catheter, he felt a "pop" and a broken piece was withdrawn from the patient. The remaining 4-5 centimeter catheter fragment was not visible or able to be retrieved.